Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported obtaining a "sensor ended" message from the freestyle libre 2 sensor on the seventh day of wear and was unable to obtain scan readings. The customer experienced sweating and lost consciousness, resulting in the customer requiring treatment of glucagon injection by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported, obtaining a "sensor ended" message. From the freestyle libre 2 sensor on the (B)(6) day of wear. And was unable to obtain scan readings. The customer experienced sweating and lost consciousness. Resulting in the customer requiring treatment of glucagon injection by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6), has been returned and investigated. The sensor plug was properly seated and no physical damage is observed, on the sensor patch. Data was extracted using approved software. And the sensor was in senor state 5 (indicating normal termination). Visual inspection was performed, on the returned sensor plug and no failure modes were observed. Sim vivo test (simulation of the electrical signal produced by the sensor tail) was performed, and the results were within specification. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.